Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump history was missing data despite being in use. There was no impact to the customer¿s blood glucose, as the pump was not being used for insulin therapy at the time of the reported event. Reportedly, customer reverted to manual injections for insulin therapy.